Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy due to noise from the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.